Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 2.09" from the distal tip, where it meets the proximal clevis. A piece measuring approximately 0.154¿ x 0.195¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the tip-up fenestrated grasper instrument was stuck with the jaws open in arm1. The customer was able to get the instrument grips closed and removed from the port. The customer pulled the instrument out quickly hitting the side of the wrist causing damage leading to the jaws locking open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon could not move the tip-up fenestrated grasper instrument. It was locked up and the customer had to manually remove it. The instrument required a bit of force to get it out. The system was not allowing the surgeon to take the instrument off at first. The tip-up fenestrated grasper instrument hit the cannula upon removal and the system received an error message ¿insertion access not free to move¿ on the vision tower. The instrument was inspected prior to use with no visible issues. There were no fragments fell inside the patient.